Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided, and the sample is available but has not yet been returned. The manufacturing review did not indicate that this complaint was due to the manufacturing process; no complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by the eye care provider (ecp) on (B)(6) 2015, a patient experienced a corneal ulcer in the right eye. The patient discontinued contact lens wear at that time. Additional information received from the ecp on 11/17/2015 indicated that the patient sought medical attention at the hospital 6 weeks ago with a deep ulcer in the right eye. The patient was not admitted to the hospital. The patient was diagnosed with a bacterial ulcer. Additionally, the patient reported to inserting the lens from the blister package and upon removal noticing two lenses were stuck together. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was returned and was found to meet manufacturing specifications. The lot number remains unknown. An update to the manufacturing review was performed; no trend could be identified and the root cause could not be determined. (B)(4).

Event description:
Information previously submitted on the initial report: as initially reported by the eye care provider (ecp) on (B)(6) 2015, a patient experienced a corneal ulcer in the right eye. The patient discontinued contact lens wear at that time. Additional information received from the ecp on (B)(6) 2015 indicated that the patient sought medical attention at the hospital 6 weeks ago with a deep ulcer in the right eye. The patient was not admitted to the hospital. The patient was diagnosed with a bacterial ulcer. Additionally, the patient reported to inserting the lens from the blister package and upon removal noticing two lenses were stuck together. Additional information has been requested but not yet received. Final report: additional information reported by the treating eye care provider (ecp) on (B)(6) 2015 indicates that the patient presented with injection/hyperaemia, visual acuity of 6/18, eye pain, an epithelial defect/loss of 0.2 mm, a corneal infiltrate of 0.8 mm, and a corneal ulcer on (B)(6) 2015. The patient is an experienced contact lens user. At the time of the event, the patient was using amlodipine, 5 mg once daily for hypertension since (B)(6) 2014 and naproxen 500 mg as needed for arthritis since (B)(6) 2013.